Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned/ non-emergency treatment and the procedure was completed as planned as the failure occurred after the procedure was finished. The philips field service engineer (fse) inspected the system onsite and confirmed that the table was blocked and firing was not allowed. The fse examined the system and found that there was an intermittent failure in the control module pdu (power distribution unit) card and the issue occurs more consistently. The fse performed suite pc diagnostics and found that the ssd (solid state drive) was defective. The fse replaced the ssd and reloaded the software to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.